Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain. The home patient (hp) was in drain 3 of 5 and the hp was not disconnected. The transfer set was securely connected. There was air in the patient line between the transfer set and the cassette. They cycled power to se 2367 and the hp would complete therapy with manual supplies. They were referred to their registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy with manual supplies. The next day he completed therapy successfully with new supplies. He did not notice anything unusual with any of the previous supplies. He had already discussed the alarm with his nurse. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2011 and she was not aware of the patient having had that alarm. She thought though that another nurse may have discussed the alarm with him. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.